Event description:
It was reported that the gastrointestinal videoscope had image snowflake. The issue was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the investigation results, it is likely that the following caused the malfunction: the ultrasound plug unit was defective, resulting in a snowflake image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.